Manufacturer narrative:
As of today, no diagnostic reports (MRI or other imaging) have been made available for the investigation. Information regarding the patient's relevant medical history is also still pending. Two independent physicians have stated that the event is unlikely to be related to the treatment, as there is no documented evidence linking magnetic stimulation-induced supramaximal muscle contractions to vertebral compression fractures. Based on their assessment, high-intensity magnetic muscle stimulation alone is unlikely to cause an acute thoracic vertebral compression fracture in a structurally normal spine. However, according to the opinion of one physician, in patients with osteoporosis, osteopenia, or pre-existing vertebral pathology, such muscle contractions could plausibly act as a precipitating factor. Should no prior diagnostic evaluation become available, further assessment was recommended, including evaluation of bone mineral density and fracture risk factors, to assess the plausibility of this scenario.

Event description:
A patient claims back injury with compression fracture at t8 and a herniated disc after treatment with starformer.

Manufacturer narrative:
Based on additional data received from the treating facility, including patient medical history and performed treatment timeline, a causal relationship between the device and the reported injury cannot be established. Osteoporosis, osteopenia, or a pre-existing vertebral injury, that could in a worst-case scenario potentially act as a precipitating factor for a compression fracture, was excluded. Additionally, patient history revealed a complicated medical background including a fall from a horse prior to starformer treatment, suggesting other factors more likely contributed to the reported clinical outcome.

Event description:
A patient claims back injury with compression fracture at t8 and a herniated disc after treatment with starformer.